Event description:
It was reported that after a da vinci-assisted sigmoid colectomy procedure, the customer reported that the patient had an anastomotic leak on post-operative day (pod) 8. The patient was re-operated on and had a hartmann¿s procedure performed. The leak was found posteriorly. During the initial robotic procedure, 2 firings with sureform 60 stapler (with blue reloads installed) were performed. However, it is unknown what task the surgeon performed that required stapling with the sureform 60 stapler instrument. It is also unclear how the anastomosis was formed since the surgeon indicated that the patient had good perfusion on indocyanine green (icg) and a complete "donut" upon anastomosis creation. The patient was discharged home. Intuitive surgical, inc. (Isi) made multiple follow-up attempts to obtain additional information. However, no further details have been received as of the date of this report.

Manufacturer narrative:
Based on the current information provided, the cause of the patient¿s post-operative complication is unknown. Isi has attempted to contact the site to gather additional information regarding the patient/incident. However, as of the date of this report, no new information has been obtained. The reported failure mode cannot be determined as the instrument was discarded by the site and is not available for evaluation. If additional information is received, a follow-up MDR will be submitted. The logs were reviewed by an intuitive surgical, inc. (Isi) advanced failure analysis engineer (fae) and the following findings were obtained: the logs show that sureform 60 stapler with part # 480460-09, lot # t90211102-0023 was installed three times and fired two reloads (both blue). Both firings were completed per the logs with 1 pause for compression. There were no incomplete clamps by this instrument. No image or video clip for the reported event was submitted for review. This complaint is being reported due to the following conclusion: after undergoing a da vinci-assisted sigmoid colectomy procedure, the patient had an anastomotic leak on pod 8. The leak was found posteriorly. As a result, the patient was re-operated on and had a hartmann¿s procedure performed. Although 2 firings of a sureform 60 stapler instrument with blue stapler reloads were performed during the surgical procedure, it is unclear how the anastomosis was formed since it is noted that there was a complete "donut" upon anastomosis creation. The cause of the post-operative complication is unknown.

Manufacturer narrative:
Additional information can be found in sections: g3, g6, h2, and h10. On 13-apr-2022, intuitive surgical, inc. (Isi) received the following additional information about the reported event from the surgeon: the patient had undergone a da vinci-assisted "low anterior resection with no defunctioning ileostomy," not a sigmoid colectomy as initially reported. The patient had symptoms of "vague lower abdominal discomfort" and the c-reactive protein (crp) increased from 49 to 116 on post-operative day (pod) #8. There was no issues or malfunction of the sureform 60 stapler and reloads used during the surgical procedure, no obstruction in the jaws of the stapler instrument during firing nor any stapling errors seen. There were no missing staples, malformed staples or undeployed staples in the reload pockets after firing. An end-to-end anastomosis was performed using a "cdh 29 circular stapler" (a 3rd-party manufacturer device). The staple line of the anastomosis was inspected and there was no bleeding or staple line defects seen. The target tissue was not calcified, or exposed to chemotherapy or radiation. There was no tissue bunching seen. Buttress material was not used. The surgeon is unsure which staple fire was associated with the reported incident. A leak test done intraoperatively did not identify any leaks and the icg test showed good perfusion. The surgeon believes the leak occurred posterior, between the first and second staple lines. There were no relevant medical history that could have contributed to the injury. No images or video of the procedure were available. The stapler instrument and reloads were discarded post-procedure and are not available for return to isi for failure analysis evaluation. The patient has been discharged home well.

Event description:
Refer to h10/h11 for follow-up information.